Event description:
It was reported that the device was used during an unknown procedure. It was reported that the insulation coating detached from the jaw. Another device was used to complete the case. Unknown patient consequence.